Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and confirmed power supply fault in the error logs. In testing, the power supply operated as expected. The pse installed a replacement power management (pm) board. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting a power supply failure on the v60 ventilator. It is not known if the device was in clinical use. There was no report of harm.